Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an error code 1860. The patient was instructed to remove the batteries and restart the pump, but the pump continued to alarm. The patient was then advised to remove the batteries, clamp the tubing and seek further help at the clinic. There was patient involvement and no patient harm/adverse events reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No previous repair has been noted in the last 12 months. The event history log was not provided.